Event description:
The patient was revised to address noise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. H3 other text : not returned

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. The reported noise was confirmed based upon review of provided information. The investigation could not draw any conclusions about the root cause of the device squeaking. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. The reported noise was confirmed based upon review of provided information. The investigation could not draw any conclusions about the root cause of the device squeaking. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. The reported noise was confirmed based upon review of provided information. The investigation could not draw any conclusions about the root cause of the device squeaking. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.